Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level and was subsequently hospitalized. Bg level was not provided. The customer alleged that the pump was delivering too much insulin; however, reported that the low bg persisted after the customer discontinued use of the pump for insulin therapy. Bg was treated with intravenous glucose. Reportedly, the customer was released the next week (date could not be provided) with no reported permanent damage. The customer discontinued use of the pump for insulin therapy.